Event description:
Information was received that reported a patient was hospitalized due to diagnosis of viral infection with diabetic ketoacidosis. Two days prior to the admission the patient is reported to have had a blood glucose of 500 mg/dl that would not come down. At the hospital the patient was treated with IV fluid and insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.